Event description:
Customer called to request help connecting to her insulin pump because she can not get the rewind option to show up. Customer stated that she was trying to change her infusion set and could not find the rewind option. Customer reports fluid in the reservoir compartment. Assisted customer with entire infusion set change and priming process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.